Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. No motor error alarms were noted; however, the unit was unable to be primed during the prime test due to a faulty force sensor resistor (gold). The excessive no delivery test could not be performed due to the prime anomaly. The motor was tested outside of the device and passed. The following cosmetic damage was also noted: cracked case at the display window corners, display window, and battery tube threads, and there were minor scratches on the display window.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The customer confirmed that he wore the pump during an MRI prior to the motor error; the lab tech gave the customer a towel to cover the pump and reassured her that it would be fine to leave in the room. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.